Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreaticoduodenectomy, on small intestine resection, the surgeon could not fire the device. The surgeon replaced the handle from powered stapler to a manual stapler, and also replaced the reload, but the status was not improved. It is unknown whether the closing and opening check of the jaws was done or not. The procedure was completed with another device. There was no patient injury.